Event description:
New information received notes that noise is still being observed on the device. No further information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory notifier and sent a manual transmission via merlin.net. Review of the episode showed non-sustained ventricular oversensing. Further testing was recommended. Patient is being followed via a remote care and is scheduled for another follow up.